Event description:
The siemens customer service engineer (cse) was performing maintenance on the atellica sample handler prime magline carriers and reported feeling a nosebleed, and watering eyes. The cse visited an urgent care facility, and testing (e.g., x-ray, covid/rsv/flu) confirmed negative results. The cse has taken an albuterol nebulizer medicine to help with the coughing. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The siemens customer service engineer (cse) was performing maintenance on the atellica sample handler prime magline carriers and reported feeling a nosebleed, and watering eyes. The cse visited an urgent care facility, and testing (e.g., x-ray, covid/rsv/flu) confirmed negative results. The cse has taken an albuterol nebulizer medicine to help with the coughing. The siemens cse confirmed he was wearing personal protective equipment (ppe) such as gloves and a gown when performing the maintenance. The cse used sani-cloth wipes to disinfect the carriers, paper towels to dry, gauze, and water to wet the gauze for cleaning the carriers. The cse has confirmed that there was no hospitalization due to the event. The cause of the event was due to system not being properly maintained. The atellica sample handler prime system is fully functional and performs as specified, and no further evaluation was required.